Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2015 the patient's qualifying condition was stable angina. Subsequently, index procedure was performed. The target lesion, a de novo lesion, was located in the mid left anterior descending (lad) artery with 75% stenosis and was 20mm long with a reference vessel diameter of 3.75mm. The target lesion was treated with direct stent placement of a 3.50x24mm promus premier¿ stent. Post-dilatation was performed with 0% residual stenosis. The patient was discharged on the same day on aspirin and prasugrel. In (B)(6) 2016, the patient died, cause of death unknown. The investigator reported that during the 12-month follow up phone call, the patient's daughter reported that the subject had died at home during her sleep.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the (B)(6) adjudicated this event as stent thrombosis.